Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulty placing/positioning the right ventricular (rv) lead in a location with stable impedance and threshold levels. After multiple placement attempts the lead continued to dislodge. The physician chose to remove the lead and utilized an active fixation lead in the rv. No patient complications have been reported as a result of this event.